Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon could not be removed - vagina [foreign body in reproductive tract] inserted one of your tampons... Could not be removed [complication of device removal] no string - tampon [device physical property issue]. Case narrative: consumer reported via email that the tampon did not have a string and could not be removed after insertion. No serious injury was reported.